Event description:
Customer reports that they are receiving erroneous results from their analyzer. The customer states that they had several incidences of erroneous troponin results since september, but the customer did not specify the exact number of erroneous results. For the patient in question, the sample was spun for 10 minutes at 3000 rpm in a statspin express. The sample was aliquoted into an insert cup and run. The initial patient result was 0.15 ng/ml. The repeat result on the other access 2 analyzer was <0.01 ng/ml. The repeat on the access 2 instrument in question was 0.02 ng/ml. The customer reported the negative values. There was no death or injury related to this event. The sample was of unknown age. The sample was drawn from a stat patient. The customer states that their qc has been in every day, but did not provide information regarding current qc results. The lab's cutoff value for troponin is 0.04 ng/ml.

Manufacturer narrative:
The customer reported that all levels of qc had been recovering within the laboratory's established ranges. No qc data or system information was supplied by the customer for review. Field service engineer was not dispatched to the customer site in response to this event as the customer has an onsite biomedical engineer who serviced the analyzer. The biomedical engineer reported that bubbles were noted in the wash pump and replaced the wash pump housing to resolve the problem for the customer. System verification testing (high sensitivity system check, system check, and qc) was within assay/instrument/laboratory specifications following this repair. Facility has a biomedical engineer.